Event description:
The customer reported the evis exera iii xenon light source fails to power on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a power unit failure. In addition, a worn out xenon lamp, broken light guide sleeve in the connection socket, corroded housing cover, corroded front frame, and the on/off switch stuck were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated, and the cause of the phenomenon was a faulty power supply unit. The power supply unit was defective, and the xenon lamp was worn out according to the lamp time meter. It was assumed that wear and tear damage with customer mishandling likely contributed to the cause. Replacements were recommended. Olympus will continue to monitor field performance for this device.